Event description:
It was reported via medwatch (B)(4) that a tip break occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After placement in the patient, the tip of the catheter broke. The device was removed and replaced with no harm to the patient.